Event description:
It was reported that the patient presented to the hospital remotely for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had intermittent capture threshold with non-sustained right ventricular oversensing (nsrvo) alerts. No intervention was performed at this time. There were no adverse consequences to the patient.